Event description:
I have had an upper right bridge connected by three teeth for more than 20 yrs. During that time, I've had a root canal on two of the teeth, and the third tooth became very weak and loose. In (B) (6) 2005, the bridge came off and could not be re-cemented due to the decay and weakness of the three teeth. At this time, I started using fixodent to hold the bridge on the three teeth. I usually purchased fixodent original, net. Wt. 1.4 oz, because this size fit neatly into my purse and was easy to use at work. While at work, I would reapply the fixodent three times a day, after applying it before leaving home that morning. My method of application; there are five teeth on the bridge, and I have three of my own teeth to secure the bridge. I would apply five dots the size of the top of each tooth on the bridge, then press bridge in place and bite down. So fixodent was going trough three teeth, right into my bloodstream. I didn't know it would be harmful because I've had a bridge for so long and it contained cement, and I hadn't had any complications. During evenings, some nights and weekends I used the larger tube of fixodent complete. Dose or amount: 5 dots, frequency: 5 times a day, route: dental. Dates of use: (B) (6) 2005 - (B) (6) 2010. Diagnosis or reason for use: secure dental bridge. Event abated after use stopped: no.